Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. Although improper techniques were identified in the complaint and that the customer has anemia, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015: inratio = 2.8. (B)(6) 2015: lab = 4.7. (B)(6) 2015: inratio = 2.8; physician's poc = 3.8. Poc test performed immediately after inratio using the same finger with multiple finger sticks. Therapeutic range above 3.0. No reported adverse patient sequela. No additional information provided.